Event description:
During a bowel resection on the 3rd firing, the device would not fire. It was the last firing so the surgeon used suture to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D5,6;h3,4,6;g4: added additional info. Conclusion: based on the info recieved and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and fired and formed staples as designed across the entire staple line. Additionally, the knife cut the test media completely across the entire staple line with no difficulties noted. As the cartridge was not returned for analysis, the interaction between the instrument and cartridge could not be analyzed. Therefore, the incident that occurred during surgery could not be recreated. Comments: mfg and engineering have been notified of the reported incident.